Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 220 mg/dl (mobile system) and 72 mg/dl (aviva nano system). The customer felt shaky and unwell, and she ate carbohydrates as treatment. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) this medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.